Manufacturer narrative:
According to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment (step 2.36). Although designed to detect perforations of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgment must always be used. A review of the manufacturing records for the identified lot revealed no abnormalities related to the reported information. All devices within this lot have passed final testing prior to release. (B)(4).

Event description:
User facility reported the novasure system alarmed due to an unsuccessful cavity integrity assessment (cia) test. The physician removed the disposable novasure device. A hysteroscopy was performed and a small uterine perforation at the fundus was observed. The procedure was aborted and no treatment was given.